Event description:
It was reported the valve was explanted, due to mitral stenosis grade iii and an insufficiency grad I-ii. An echo performed revealed only one of the three leaflets opened properly, while the other two leaflets were stiffened and not opening. Upon explant, the surgeon noticed severe thrombotic layers in the leaflet pockets. The leaflets showed no tears or calcification sediments. The surgeon stated the medication of the patient by means of their family doctor over the last few years, was not adequate.